Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (346 mg/dl).the customer took a correction bolus to stabilize bg level. It was indicated that the customer would change supplies and a new cartridge would be loaded onto the pump to resume insulin delivery.